Event description:
It was reported that the epg (external pulse generator) and cable were defective because the patient had been lying on it. The epg and cable were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: analysis found the cable connector to be fractured. The cable itself did not have an open circuit and was not shorted. (B)(4).